Event description:
It was reported that pump malfunction occurred showing malfunction code, with no notable events taking place beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for resetting pump, successfully reset pump without recurrence of malfunction, and was advised to continue using pump and to call back if malfunction code appeared again.